Manufacturer narrative:
Manufacturer's investigation conclusion: the report of "a thin place" in the pump cable and potential rotor displacement flag could not be confirmed through the submitted images and log files. Evaluation of the submitted images revealed an unremarkable outer jacket of the pump cable. The submitted log files captured no notable events, and the device operated as intended at the set speed. The relevant sections of the device history records for mlp-018920 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 8 of this document contains driveline care instructions and explains that the exterior surfaces of the driveline cables can be cleaned with a damp, lint-free cloth as needed. If more aggressive cleaning is needed, it is recommended to use warm water and mild dish soap. The heartmate 3 lvas patient handbook is also available and contains information on how to care for the driveline. Both the IFU and patient handbook outline all system alarms and how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the ventricular assist device (vad) coordinator performed an investigation of the portion of the driveline outside of the patient's body on 24sep2021. During the investigation, one thin place was noticed while the cable was bending and evidence of potential pump rotor displacement was captured. Log files were downloaded and 138 pulsitility index (pi) events were seen on 24sep2021. No rotor instability events were noted in the log, which only spanned 2 hours because of the number pi events. At the time of the investigation the patient remained stable.